Event description:
It was reported that the patient experienced 11 seizures one night and was hospitalized for a week as a result. 3 days after being discharged the patient began having seizures more frequently, one night having 7 seizures, and another having 12 and being re-admitted to the hospital. The physician stated the patient has a baseline of 3 seizures per day. The patient had their medication increased in response to the seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.